Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had a volume discrepancy of expected 2.4ml and actual was 8ml. The event date was unknown. No symptoms were reported. There were no further complications reported at this time.